Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector is difficult to disconnect causing leakage. The following information was provided by the initial reporter: I've just been informed by a couple departments that are using this extension set (mz5309) that there have been complaints that the piece circle below is very tough to turn or unscrew thus causing the whole tubing to turn/twist and then causing blood to go everywhere.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 22099469 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector is difficult to disconnect causing leakage. The following information was provided by the initial reporter: I've just been informed by a couple departments that are using this extension set (mz5309) that there have been complaints that the piece circle below is very tough to turn or unscrew thus causing the whole tubing to turn/twist and then causing blood to go everywhere.